Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that he had been hospitalized due to diabetic ketoacidosis, with a blood glucose of 22 mg/dl. The customer stated that he was using a reservoir that was low in insulin. The customer also stated that there were no alarms in the alarm history. Nothing further was reported.